Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, "patient receiving heparin gtt. During shift, around 2200, channel alarmed and said it was disconnected from the pump. Writer reinserted channel and it appeared to be working after that. At 0300, went to pause the heparin gtt for lab to draw ufh. Noticed that the channel for the heparin gtt was off. There had been no alarms since the previous one. The pump was still working since the patients cont. Fluids were working. Tried switching the heparin channel to the other side of the pump, tried manually programing the heparin gtt to the same channel, and the channel would not work, saying it was disconnected from pump. I do not know how long the heparin gtt was not going. Got a new channel for the heparin gtt, was unable to scan the heparin into the new channel but was able to manually program it". There was patient involvement but no information of patient harm.

Event description:
Received a copy of the customer's medsun report from FDA which states, "patient receiving heparin gtt. During shift, around 2200, channel alarmed and said it was disconnected from the pump. Writer reinserted channel and it appeared to be working after that. At 0300, went to pause the heparin gtt for lab to draw ufh. Noticed that the channel for the heparin gtt was off. There had been no alarms since the previous one. The pump was still working since the patients cont. Fluids were working. Tried switching the heparin channel to the other side of the pump, tried manually programing the heparin gtt to the same channel, and the channel would not work, saying it was disconnected from pump. I do not know how long the heparin gtt was not going. Got a new channel for the heparin gtt, was unable to scan the heparin into the new channel but was able to manually program it". There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : e2401 - insufficient information and f24 - insufficient information. Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, patient race, report source other, imdrf annex e code and imdrf annex f code.